Event description:
It was reported that during a gastrectomy/ duodenectomy procedure, the first resection was done at two sides, one at proximal side of stomach and another at distal end of duodenum. After that, while performing the end to end anastomosis of esophagus to jejunum with circular stapler fired but could not staple, although the orange bar was in green zone of gap setting scale. Another device was used and end to end anastomosis was performed. No patient consequences reported. Device has been discarded.

Manufacturer narrative:
(B)(4). Additional information: was the cut line fully circumferential around the target tissue? Yes. What confirmation was received that the device was fully fired? Yes. Did the surgeon report any differences in the way the device fired? No. Were there staples seen in the surgical field? Yes. When was the safety removed prior to firing? Safety was removed just before the firing.